Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a finger fusion procedure, the depth gauge was broken. The surgeon used another unknown depth gauge to complete the surgery successfully. No fragments were generated. There was no surgical delay and no patient consequence reported. This report involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 319.006, synthes lot number: 7368772, manufacturing site: synthes jennersville, release to warehouse date: may 6, 2013. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 7368772) was received at us customer quality (cq). Upon visual inspection, it was observed that the needle component had broken off of the center shaft of the device. The broken off needle was received at us cq and was observed to be bent near the center of the component. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: tip od distal to break, proximal to bend = 1.25mm +0mm/-0.05mm. Measured dimensions: tip od distal to break, proximal to bend = 1.20mm, conforming. Device used ¿ caliper ca802. Document/specification review: the following drawing(s) were reviewed: current and manufactured. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the needle component had broken off of the center shaft of the device. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.